Manufacturer narrative:
02oct2023: (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect ¿ clinical code: e2403. Imdrf annex a code medical device problem code: a180305.

Event description:
Verbatim: rcc received the complaint via email. Email as attached. This is to notify you that we have a potential solution sterility failure in two commercial lots of surgiphor/surgirinse irrigation systems (lot no. 1817359/ expiration date february 2023 / part number 910100 and lot no. 1817360 / expiration date february 2023 / part no. 910100) discovered today. The testing corresponds with product at the end of shelf-life (t = 24 months) which has been stored under ich zone ii conditions (25°c / 60% rh). This is the only stability condition tested for this product. These two lots entered the stability program in calendar year 2021 via stability protocol 2021-hp023-pq and were sent to nelsons laboratory to conduct the sterility testing at t= 24 months. Sterility testing is only performed at t=0 and t=24 months. Nelsons lab will start a formal investigation to determine if the failure is truly representative of the microbial characteristics of the product or if the results is derived from a laboratory error. As per our local stability procedures at bd el paso (0804-003-000-swi-ep commercial finished product stability testing, section 5.1.9 ), we need to notify you of the potential failure with these lots so you can decide if this event requires a communication to the FDA via a filed alert (far). Please let us know if you need additional information from this end for purposes of completing your review.

Event description:
This is to notify you that we have a potential solution sterility failure in two commercial lots of surgiphor/surgirinse irrigation systems (lot no. 1817359/ expiration date february 2023 / part number 910100 and lot no. 1817360 / expiration date february 2023 / part no. 910100) discovered today. The testing corresponds with product at the end of shelf-life (t = 24 months) which has been stored under ich zone ii conditions (25°c / 60% rh). This is the only stability condition tested for this product. These two lots entered the stability program in calendar year 2021 via stability protocol (B)(4) and were sent to nelsons laboratory to conduct the sterility testing at t= 24 months. Sterility testing is only performed at t=0 and t=24 months. Nelsons lab will start a formal investigation to determine if the failure is truly representative of the microbial characteristics of the product or if the results is derived from a laboratory error. As per our local stability procedures at bd el paso (0804-003-000-swi-ep commercial finished product stability testing, section 5.1.9 ), we need to notify you of the potential failure with these lots so you can decide if this event requires a communication to the FDA via a filed alert (far). Please let us know if you need additional information from this end for purposes of completing your review.

Manufacturer narrative:
Quality notifications (qn-2001111536 / qn-201115367) were completed for product code 910100 bd surgiphor-surgirinse lots 1817359 and 1817360. The purpose of these quality notifications is to provide documented evidence associated with a solution sterility failure at the end of shelf-life (t=24 months/zone ii). The testing of solution sterility was performed on august 22, 2023, at a contract laboratory nelson (itasca, il). A thorough investigation outlined in quality notifications concluded that there was no evidence during the manufacturing process of these lots that could have contributed to the sterility failure. Based on this investigation it was concluded that the most probable root cause for the testing result (suspect contamination) was an external influence during the execution of the sterility testing at nelson laboratories. A solution sterility re-test was conducted at nelson on november 18, 2023, and the solution sterility results obtained showed no microbial growth. Testing confirmed the solutions for these lots remained sterile at end of shelf-life. H3 other text : see narrative below.